Event description:
It was reported that the patient was admitted to the hospital due to infection and cardiogenic shock. The patient expired three days post admission. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).